Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, a leak was noted. The sheath was inserted into the right femoral vein, the guidewire and dilator were removed, and a non-abbott catheter was inserted through the sheath. While flushing the three-way stopcock with a syringe, air entered the sheath through the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.